Event description:
The pt reported poor sound quality. The electrode was only partially inserted due to severe fibrosis at the time of implant surgery. Testing performed by a company rep showed that the device is functioning normally. A revision surgery will be scheduled.